Manufacturer narrative:
The field service engineer (fse) was dispatched to the site (B)(6) 2008 to investigate the event. The fse noted that the system check failed three times on (B)(6) 2008. The fse cleaned the incubation track and wash wheel, calibrated incubator belt and primed system fluidics. The fse then performed the system check and it passed. Although hardware issues were addressed by the (B)(4), a definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on the access 2 immunoassay system. The pt sample was retested and the result was within the normal reference range. The initial erroneously elevated result was not reported outside the lab. There are no reports of any adverse pt consequences or any medical intervention ot prevent or preclude any adverse pt event.